Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 521 mg/dl. Customer¿s high blood glucose value of 582 mg/dl mg/dl at the time of incident. The customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty breathing. The customer was treated with insulin pump and morphine. Based on customer report customer does not allege pump was under delivering. Customer stated that they were using auto mode feature. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.